Event description:
Correction: the correct date of event (b3) is (B)(6) 2026, not (B)(6) 2026 as previously reported. Correction: the correct explantation date (d6b) is (B)(6) 2026, not (B)(6) 2026 as previously reported.

Event description:
Per the clinic, the patient experienced poor performance and increased impedances with the device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.